Manufacturer narrative:
H6: investigation summary: two photos of a 32g x 4mm polybag and pen needle were returned from cat. No. 320157. Visual examination of the returned photos was carried out and no issues were observed. As no physical sample was returned no further investigation can be carried out. Based on the photo received and the fact no physical sample was returned for investigation it is not possible to determine the root cause.

Event description:
It was reported that the bd ultra-fine¿ iii pen needle did not have proper flow. The following information was provided by the initial reporter: I wanted to report the problem of flow in one of the needles. I am using the needle with novomix 30 pen and the flow was not proper in one of the needles.

Event description:
It was reported that the bd ultra-fine¿ iii pen needle did not have proper flow. The following information was provided by the initial reporter: I wanted to report the problem of flow in one of the needles. I am using the needle with novomix 30 pen and the flow was not proper in one of the needles.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. D.4. The reported lot# [9253729]was not found for the reported catalog# [320179]. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.